Event description:
It was reported by the sales rep that during a laparoscopic rectum resection procedure, the device could not be fired. The device was used anastomosis by dst. Another device (eea28) was used to complete the case. When replacing the device to eea28, the operation was returned to abdominal operation and anvil was replaced. The operation time prolonged. The patient is stable after the operation. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information: there was an unusual feeling when loading battery. The tissue compression scale backlight was not illuminated. When the battery was taken out and checked the connection part, a plastic piece about 5mm was found between the electrode and the plastic. The plastic piece has been retrieved and reloaded the battery, but the tissue compression scale backlight was not illuminated. The operation was returned to abdominal operation and the anvil was removed. The device was replaced to eea28 and completed the case. The sales rep inserted the battery to the device in the question, but the tissue compression scale back light was not illuminated, and there was an unusual feeling when inserting the battery. Additional information was requested, and the following was received: what were the indications for surgery? No further information will be available. What surgical procedure was performed? Laparoscopic rectectomy. Rb of rectum. The device was used for double stapling technique anastomosis of rectum. Did the patient receive any preoperative chemotherapy or radiation? No further information will be available. What is meant by, ¿returned to abdominal operation?¿ was this a laparoscopic surgery that was converted to open? Eea28 was used for re-anastomosis. The procedure was converted to open to reset the anvil. The operation time was extended. Why was the decision made to use manual device as opposed to leaving the anvil from first device and getting another cdh25p? No further information will be available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/17/2022.

Manufacturer narrative:
(B)(4). Date sent: 12/07/2022. D4: batch # 600a58. Investigation summary: the product was received in cincinnati for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage, however, the anvil was not returned with the device. All staples were present. The battery was returned with the device and during analysis, the battery would not insert into the device. The battery was visually inspected, and the left contact was slightly bent. The device could not be functionally tested as the returned battery and a test battery could not be inserted into the device. The device was disassembled to verify the condition of the internal components and the left bulkhead contact was found to be severely bent. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: insert the battery pack by lining up the release tabs on the battery pack with the slots on the rear of the device. Ensure battery pack is fully inserted into the device. An audible click will be heard, and the tissue compression scale backlight will be illuminated when the battery pack is fully inserted. Based on the damaged bulkhead contact and damage to the battery contact the would not fire issue reported is confirmed. A manufacturing record evaluation was performed for the finished device batch 600a58, and no non-conformances were identified.